Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. A fracture was observed in the body of sample. One side of needle was received, the mating fracture surface was not provided for this evaluation. The needle exhibited amounts of intergranular failure, which is evidence of a brittle failure. Sample was a non-ductile fracture. This failure mode is not common for a needle, which typically fails primarily in a ductile manner.

Event description:
It was reported that the patient underwent a posterior rectocele repair procedure on (B)(6)2017 and the suture was used at the upper most proximal of right side of rectum tissue. During the procedure, the needle broke in half. One half was retained in the patient in the levator muscle on the right side and confirmed by x-ray. The surgeon was unable to remove the needle by palpation and opined that dissection was not indicated due to risk of further damage. The needle was left in the patient and there was no additional tissue damage as a result of the broken needle. Currently, the patient is doing fine with no reported issues.